Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was under 18 years. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was to be used to treat a gastrointestinal polyposis during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp due to power failure. Reportedly, the snare was securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.